Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided, with high ketones. Elevated blood glucose levels were addressed by manual insulin injection. Customer reverted to an alternate method of insulin delivery.